Event description:
Boston scientific received information that during the attempted implant of an implantable cardioverter defibrillator (ICD), when the chronic right ventricular (rv) lead was connected to the device, noise, non-capture, and out of range rv impedances were observed. Troubleshooting was performed with the programmer, but with no success. The physician therefore elected to try this second ICD. The same issues were noted with this device. It was noted that after discussing with technical services (ts), the physician realized that it was the lead not fully inserted in the header, despite visualization and lead tug test showing no movement. The pocket was reopened and the issue was resolved with mineral oil to insert the lead into the second device. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This implantable cardioverter defibrillator (ICD) was explanted over five years later during an upgrade procedure. The device was returned for analysis.